Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-dec-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 05-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had their ins removed on (B)(6) 2021. The patient noted that it had done nothing for them and gave them a great source of aggravation. The patient clarified the leads were all bunched around the same area along their spine so they could not sit back in a chair. The patient stated the ins was placed on their waist line and it rubbed against clothing. The ins/therapy had done nothing for them since it was implanted on (B)(6) 2020.